Event description:
It was reported that the cadd pump had a defective air detector. There was no reported patient involvement. There was no harm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.